Event description:
On (B)(6) 2013 it was reported that the vns patient was showing high impedance during a clinical visit that day. A system diagnostics test showed results of output=limit/lead impedance=high/dcdc=7/eri=no. The patient did not report any adverse issues. The patient was noted to be at settings of output=2.50ma/frequency=25hz/pulse width=250usec/on time=21sec/off time=60min. The patient's device was not disabled due to her current efficacy. It was stated that x-rays would be taken and sent to the manufacturer for review; however they have not been received to date. There were no known causes for the high impedance and the patient was previously seen on (B)(6) 2012 with no issues. The patient's programming history was reviewed in the programming history database and it was determined that high impedance had been present since (B)(6) 2008. High impedance was again observed on (B)(6) 2010. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. A battery life calculation was performed which showed 8.12 years remaining until eri=yes. Although surgery is likely, it has not occurred to date.

Event description:
Additional information received revealed that the explanted lead and generator were most likely discarded after surgery and therefore it is highly unlikely that they will be returned to the manufacture for analysis.

Event description:
Analysis of the generator was completed on 01/14/2014. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. Analysis of the lead was completed on 01/15/2014. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
A phone call was received indicating that the vns generator and lead were not discarded and would be returned to the manufacturer. The devices were returned on (B)(6) 2013.

Event description:
Additional information was received that the patient had the lead and generator explanted. Good faith attempts for product return have been unsuccessful to date.